Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, d9, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code), e1(event site email). A getinge field service engineer (fse) inspected for the battery, state of charge was able to go up. External charger also able to charge up the battery. Device passed all performance and safety tests according to factory. Device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp)'s battery not able be charged. There was no patient involvement.